Event description:
It was reported that the device was bothering the patient like it did once before, when the wire came loose and got infected. It was noted the patient now felt it was doing it again. The reporter noted that the patient was getting a lot of pain in the hip area and started to go down his leg. It was noted the front of his leg was starting to go a little numb as well. It was noted the problem began about two weeks prior to the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 377860, lot# v009680, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v009680, implanted: (B)(6) 2006, product type: lead. (B)(4).